Event description:
Synovitis. Effusion in both knees [joint effusion]. Inflammatory synovitis [synovitis]. Case description: spontaneous case report was received on (B)(4) 2013 from a physician database extraction regarding a (B)(6) male pt, initials unk, with osteoarthritis (kellgren and lawrence grade 4). This case belongs to a batch of icsrs from a company purchased database containing a collection of data from october 1997 to july 2010. The pt's medical history was not provided. On an unspecified date, the pt initiated treatment with intra-articular synvisc (hylan g-f 20) injection, (dosage regimen not provided) (first course), in both the knees. The lot number of synvisc was not provided. On (B)(6) 1998, the pt received third synvisc injection of the first series. On (B)(6) 1998, the pt developed synovitis in the right knee and inflammatory synovitis in the left knee. On an unspecified date in 1998, 30 to 40 cc of slight turbid fluid was aspirated from both the knees. Later, the pt was treated with xylocaine (lidocaine) at the dose of 1 cc and celestone (betamethasone) at 2 cc. On (B)(6) 1998, the pt recovered from the events of synovitis in the right knee and inflammatory synovitis in the left knee. The outcome for the event of effusion in both knees was not provided. Concomitant medications were not provided. The intensity for the events of synovitis in the right knee and inflammatory synovitis in the left knee was moderate and for the event of effusion in both knees was moderate to severe. The reporting physician assessed the relationship between synvisc and the event of synovitis in the right knee as definitely related, with the event of inflammatory synovitis in the left knee as unrelated and did not provide relationship between synvisc with the event effusion in both knees. Follow up info was received on (B)(4) 2013 and the pt initials were reported as (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Eval summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit-risk profile of the product is not altered by this report.